Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / malposition of essure device location of device: lost device (left side)"), suicidal ideation ("suicidal ideation") and delusion ("delusions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vulvovaginal human papilloma virus infection. Previously administered products included for an unreported indication: alprazolam on (B)(6) 2010 and oral contraceptive nos. Concomitant products included alprazolam (xanax) since (B)(6) 2015, anovlar (loestrin) from (B)(6) 2010 to (B)(6) 2012, carisoprodol (soma) since (B)(6) 2010, ciprofloxacin (cipro) since (B)(6) 2011, cyclobenzaprine hydrochloride (flexeril) since (B)(6) , cyclobenzaprine from (B)(6) 2015 to (B)(6) 2015, duloxetine hydrochloride (cymbalta) since (B)(6) 2015, gabapentin since (B)(6) 2010, hydrocodone since (B)(6) 2010, ibuprofen (ibuprofene), ketorolac tromethamine (toradol) from (B)(6) 2012 to (B)(6) 2012, medroxyprogesterone (depo provera) from 2010 to 2012, methylprednisolone (medrol) from (B)(6) 2015 to (B)(6) 2015, oxycocet (percocet) since (B)(6) 2015 and vicodin (lortab) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced urticaria ("hives and neck and arms"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), delusion (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: anxiety, depression"), bladder disorder ("bladder or urinary disorder"), urinary tract disorder ("bladder or urinary disorder") and abdominal pain upper ("gastrointestinal or digestive system condition type: stomach cramps"). The patient was treated with surgery (left salpingo-oophorectomy). At the time of the report, the device dislocation, suicidal ideation, delusion, dyspareunia, anxiety, depression, urticaria, bladder disorder, urinary tract disorder, nausea, abdominal pain upper and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain upper, anxiety, bladder disorder, delusion, depression, device dislocation, dyspareunia, nausea, pelvic pain, suicidal ideation, urinary tract disorder, urticaria and vaginal discharge to be related to essure. The reporter commented: in (B)(6) 2012: right side essure removed during a tubal ligation procedure. In (B)(6) 2013: left-salpingo-oophorectomy. Diagnostic results: (B)(6) 2011: hysterosalpingogram: right tubal occlusion; no occlusion on left ((B)(6) 2011). Essure not successfully placed. Impression: there is right tubal occlusion but there us not left tubal occlusion seen and I believe that the medical portion of the left essure device is in the endometrial cavity. (B)(6) 2012: upt (urine pregnancy test)- negative. (B)(6) 2012: impression: follow up imaging demonstrating appropriate unchanged position of right essure device and no visualization of the left essure device. Most recent follow-up information incorporated above includes: on 27-mar-2018: plantiff fact sheet & medical record received. Events abdominal pain upper, anxiety, bladder disorder, delusion, depression, nausea, suicidal ideation, urinary tract disorder, urticaria and vaginal discharge are added. Lab data updated. Concomitant ,historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery in 2015). Essure was removed. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.